Event description:
The customer reported to olympus that while using the 4k camera head, there was no connection with the scope when attached. The diagnostic procedure was completed with a similar device, and there was no patient harm associated with the event. The device was returned and evaluated, and a faulty cable was found. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of no scope connection was confirmed due to a faulty cable. The housing was also damaged with a chipped packing cab and there was a faded rear cover on the label. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, we surmised that an image was not displayed because communication failure occurred due to faulty cable. We could not estimate the cause of the faulty cable. The event can be detected/prevented by following the instructions for use which state: ·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. It has been over 4 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.